Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time

Event description:
It was reported that during a cholecystectomy procedure, although the device cut as usual, the coagulation function was not activating properly, bleeding occurred. The device suctioned properly. The operation was not converted, but the patient was monitored in ICU. Another device was used to complete the procedure. There were no adverse consequences for the patient.